Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that blue handle fell apart on the maryland bipolar forceps. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the housing had one rear snap tab and two locating pins completely broken off. The front snap of the same side had the retaining tab feature broken. One side of the housing could be lifted up as a result of damage. Additional observations not reported by site were tube damage, missing luer plate, and bent bipolar pins. The distal end of main tube exhibited various scratch marks with light material removal. The scratches were .100 - .210 in length and not aligned with the tube axis. The luer plate was missing from the chassis. The flush tube was still installed. The plate likely had come off after the housing broke. Bottom bipolar pin was bent upwards. The bipolar cord could not be properly installed. Both pins exhibited scratch marks. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.